Manufacturer narrative:
Batch review performed on 18 september 2023 lot 2308475: (B)(4) items manufactured and released on 02-may-2023. Expiration date: 2028-04-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Other device involved: liner: mpact 01.32.3644hct flat pe hc liner ø36/e (k103721) lot 2304470: (B)(4) items manufactured and released on 12-apr-2023. Expiration date: 2028-03-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At about 2 months from the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner. The surgery was completed successfully.